Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented during a hospital floor check. The atrial lead had dislodged. The lead was explanted and replaced. The patient was stable.

Event description:
New information revealed that the patient had experienced shortness of breath. It was reported that the dyspnea was resolved after the lead replacement procedure.